Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a feeding pump. The customer reports power cord issues. Upon receipt of the unit, service found a burned power supply plug. The power supply is not functional and the internal pin was also bent.

Manufacturer narrative:
Submit date: (B)(6) 2014. An investigation is currently underway, upon completion the results will be forwarded.